Manufacturer narrative:
Customer follow up (B)(6) 2016 the customer stated additional supplies were obtained, a new cartridge was able to be loaded successfully and resume insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the patient line. The customer was able to expel the air bubbles by performing fill tubing. In addition, during troubleshooting with tandem technical support the pump requested a minimum of 50 units. There was no reported impact to the customers blood glucose level. The customer had no supplies at the time of the call to continue troubleshooting. The customer reverted to manual injections until supplies are available.